Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during oral maxillary surgical procedure on a patient undergoing an orthognathic surgery, it was observed that the electric pen drive device was working even in the lock mode position. It was further reported that the only way the device would shut off was when the switch was turned off. The reporter stated that the device would stop working while in use on a patient. It was further clarified that the device stopped working while cutting the mandible. The reporter stated that the surgeon stopped using the device, turned it off, made sure it was assembled correctly and used it again. As a result, there was a ten-minute delay to the surgical procedure. It was not reported if a spare device was available for use. The surgery was completed ¿satisfactory¿. There were no injuries, medical intervention or prolonged hospitalization. The electric pen drive device was in use with a hand switch device, and attachment device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.